Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with enterocele, cystocele, and rectocele repair; due to stress urinary incontinence, uterine prolapse, cystocele, and rectocele. The patient experienced pain, erosion, and dyspareunia. It was reported that patient underwent excision surgery in (B)(6) 2008, mesh revision in (B)(6) 2009, and revision surgery in (B)(6) 2010. It was also reported that the patient underwent insertion of pelvilace and avaulta plus x2 in (B)(6) 2007.

Manufacturer narrative:
It was reported that following insertion the patient experienced bleeding, infection and incontinence.